Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a reset and the reset was successful for reported issue. The patient did not report any injury or medical intervention.